Event description:
It was reported that the patient developed an infection and had the most severe pain ¿you could imagine¿. It was noted that their implantable neurostimulator (ins) was removed 10 days later and had to be on 2 different antibiotics for 24 days and had lost time from work. The patient stated that the trial phase of testing ¿went great¿ and achieved 80% pain relief. Unable to follow up with the contact information provided, hence no additional information was able to be obtained.

Manufacturer narrative:
(B)(4).